Event description:
The following has been reported: pump sent to biomed with blank red tag, no info, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The failure was found to be due to a leak across valve 3 indicating the valve to be defective. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.